Event description:
It was reported that the circulation pump seemed to be defective and must be replaced in an arctic sun device. For (B)(4) it was reported that the arctic gel pads could not be drained, no internal pressure. Per follow up information received via email on 28march2023 the issue was one valve did not close, after checking the valve was ok again. Per follow up information received via email on 07jun2023, it was resolved onsite. Circulation pump and flow sensor was replaced. Patient was involved. The patient was further treated with medication. No impact to the patient. Per follow up information received via email on 10jul2023, got the information that medication was used. Dosage, type or similar was and is not provided by the clinic.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that during the first 15 minutes the flow rate was good but then dropped to very low to no flow. The circulation pump was replaced. The device underwent a calibration, est and passed all applicable tests. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the circulation pump seemed to be defective and must be replaced in an arctic sun device. For (B)(4) it was reported that the arctic gel pads could not be drained, no internal pressure. Per follow up information received via email on 28march2023 the issue was one valve did not close, after checking the valve was ok again. Per follow up information received via email on 07jun2023, it was resolved onsite. Circulation pump and flow sensor was replaced. Patient was involved. The patient was further treated with medication. No impact to the patient. Per follow up information received via email on 10jul2023, got the information that medication was used. Dosage, type or similar was and is not provided by the clinic.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the circulation pump seemed to be defective and must be replaced in an arctic sun device. For (B)(4) it was reported that the arctic gel pads could not be drained, no internal pressure. Per wo observation on 23mar2023, it was noted there was no patient involvement. Per follow up information received via email on 28march2023 the issue was one valve did not close, after checking the valve was ok again.